Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated. The disposable detector pins functioned properly, and the pump was able to detect if a cassette was connected and ran correctly after connecting the cassette. As a result, the device was serviced as preventive measure. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3, g4: 510k are unknown.

Event description:
It was reported that the cassette detector did not work. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device was working as intended. There was no known cause of the reported issue, and the device was preventatively serviced.